Event description:
During a paroxysmal afib procedure, it was reported while performing paroxysmal af ablation, there was a drop in the patient's blood pressure. An echocardiogram confirmed a small, non-significant pericardial effusion. At the end of the procedure, another drop in blood pressure was noted. An echocardiogram confirmed a significant pericardial effusion/tamponade. A pericardial drainage was performed on the patient. The procedure appeared to work well and normalized the patient's blood pressure. The patient recovered well.

Manufacturer narrative:
Concomitant products used during the procedure: c3 external reference patch, model #: d-1283-02, lot#: unknown. Preface sheath, model #: 301803ms, lot#: unknown. Smart touch unidirectional (not FDA approved). Model #: d-1336-01-s, lot#: 15689870m. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).